Manufacturer narrative:
Investigation results: conmed linvatec received this drill for evaluation and confirmed the reported problem of overheating. During evaluation, the unit overheated related to collet failure. Further evaluation found the motor did not perform to speed specification. An evaluation of the bur guard in use at the time of this event found the bearing worn and the unit overdue for preventive maintenance. This bur guard was invoiced in april 2008 and has no history of repair. The handpiece instruction manual informs the user: prior to each use, perform the following: inspect all equipment for proper operation. Continually check all parts of the instrument or it's attachments for overheating. If overheating is noticed, discontinue use and return to the equipment for service. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. The service interval for this handpiece is every twelve months and its associated bur guards is every six months.

Event description:
During use of this handpiece, the surgeon felt it getting hot. The surgeon discontinued use and obtained a back-up unit to complete the procedure as intended. There was no report of serious injury or surgical delay with this event.